Event description:
During a follow up interventional procedure to place an additional stent in the patient, this balloon would not inflate. Four years prior to this event, the patient had four stents placed to treat his iliac and superficial femoral artery (side inknown). Some of the stents that were placed were smart stents. One smart stent was inaccurately placed during the index procedure, and a fifth stent was going to be placed, above the lesion, but the patient was in too much pain to continue with the procedure. There was than 1cm of the lesion that was left uncovered by the stents. In 2006, the patient returned to have the lesion treated with another stent. The physician had no difficulty accessing the lesion with a guidewire or advancing the balloon to the lesion. When the physician went to angioplasty the previously treated lesion, the balloon would not inflate when pressure was applied with an indeflator. The balloon was safely removed from the patient. There is no information as to how the procedure was completed. It is noted that the patient is having bypass surgery. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt. Please note that this is one of two products that was involved in the same procedure and is related to 9610978-2006-00524 and 9616099-2006-01415.